Event description:
It was reported that the patient was bowling and felt something funny with their heart. The clinician described that the implantable cardioverter defibrillator (ICD) device delivered inappropriate anti-tachycardia pacing therapy for supra ventricular tachycardia (svt) detected as ventricular tachycardia (vt). The device was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received, analyzed, and no anomalies were found. Concomitant product: 305u27 tissue valve, implanted: (B)(6) 2005. (B)(4).